Event description:
The customer reported that she was pushed into the pool, and the insulin pump kept alarming and shut off. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had a blank display as a result of a corroded electronic assembly. Further testing was not performed due to the blank display.